Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a healthcare professional (hcp) regarding a patient who was implanted with an implantable urinary dysfunction/sacral nerve stim and neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient (pt) saw a 1707/coupling issues error. The caller stated the recharger just shows that it's searching for the device. The pt reported a shocking sensation while they were recharging. They were not using a layer of clothing at the time, but the belt was used. They reported the sensation as shocking and burning. The bandage was still present over the wound. The sensation occurred right away when the screen showed 'searching for device'.  Patient services recommended charging with a layer of clothing between the recharger and skin. Caller stated that the pt still has a bandage present over the wound. The caller stated that the doctor did say the pt was ok to start charging after a week, and it was exactly a week today. Patient services reviewed a bandage could be contributing to some of the coupling issues and recommended contacting doctor to double check on charging over unhealed wounds and possibly removing the bandage. The caller states they will contact the pt's doctor to discuss and will then call patient services back to continue troubleshooting. The hcp called on 2021-08-04 and stated that the patient had called them and left a message stating issues recharging and also experiencing a shocking sensation. No other information was provided by the hcp. The caller was not with the patient. Technical services advised that with wireless recharger, the metal contacts can sometimes cause discomfort or shocking sensation if up against the skin while recharging. This is why it is recommended to charge with a layer in between. The patient was not with caller at this time and technical services advised to have patient call into patient services to provide more information so that further troubleshooting can be done to determine the exact issue. Additional information was received from the patient. The patient stated that the cause of the difficulty maintaining connection was due to positioning of the recharger. The patient explained to the husband the best way to do this and the issue was resolved. The patient stated they haven't tried using a layer of clothing. No further complications were reported.